Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "our customer returned the below product. They said they tried to use these repeatedly but were "unable to get them to work". Please advise how you would like to handle, thank you! Response received on 26-oct-2023: 1. Are you able to describe the defect ¿unable to get them work¿? (E.g., product had visible damage, safety mechanism broke, needle blunt or etc.) - was unable to push vaccine into patient, there was resistance and was unable to inject vaccine. I changed the needle using a different size needle and the vaccine was administered without issue. 2. How was this issue first noticed? - this was first noticed in the act of giving a vaccine to a patient. 3. Are you able to provide the quantity of defective needle involved? - I had this issue 5 times, other nurses noted it happening to them a few times as well. 4. Was there any patient involvement? If yes, what was the patient outcome? - the patient/child was very involved as they were the recipient of the faulty needle. This in turn caused undo stress and anxiety because the nurse had to leave the room and change the needle and then poke the patient a second time. 5. Could you please confirm if there was any adverse event or serious injury involved? - no serious injuries due to defect/ 6. What type of procedure was being performed? - the procedure was vaccine administration 7. Is the procedure completed as planned? If yes, how was it resolved? - procedure was completed after changing the needle to a different size. 8. Are you able to provide the date of incident? - these events occurred over several weeks during the months of august 9. Is sample available to be return for inspection? - I already sent boxes with the same lot # back to supplier but the defective needles were discarded in the sharp¿s container. 10. Is any photo of incident able to be provided? - there is no photo of incident able to be provided.

Manufacturer narrative:
Pr 9107612- follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information